Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a unknown winterthur hip on the right side on (B)(6) 2008. Attorney was referring to a recall of mom prosthesis by the manufacturer depuy in 2010 as the patient was experiencing similar symptoms. No definition of the symptoms was given.

Manufacturer narrative:
The DHR review could not be performed as no product information was provided. The compatibility check could not be performed as no product information was provided. The devices were not returned for investigation and no other source documents were provided. Review of event description: it was reported that attorney is referring to recall of mom prosthesis by depuy in 2010. The patient is experiencing similar symptoms and the attorney demands compensation. The patient received bilateral hip replacement on (B)(6) 2008. Note: the left side is treated in (B)(4) (MFR numbers 9613350-2015-00810 , 9613350-2015-00811, 9613350-2015-00812 and 9613350-2015-00813 ). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).